Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. According to service report the unit failed pressure transducer test and internal leakage test during pre-use check. Review of the provided logs confirmed the reported issue at date of the event. Issue resolved by replacing the inspiratory pipe, pull magnet and expiratory valve coil. Unit passed all functional tests and was handed over to customer. However, no parts returned for investigation.therefore, no root cause can be established. The test checks the internal leakage, with test tube connected, using the inspiratory and expiratory pressure transducers. Checks that the leakage at 80 cmh2o is maximum 10 ml/min. Checks that the measured pressure values differ less than 5 cmh2o between insp. And exp. Review of service manual for servo-I (rev. 10), revealed that the recommended action for the internal leakage test failed is checking the inspiratory section. Pressure transducer test calibrates and checks the inspiratory and expiratory pressure transducers. The new zero value for the pressure transducers may not differ more than 5 cmh2o from factory calibration. During this test, the different subsystems concerned are compared. The difference between the sub-systems must not be more than 1 cmh2o at 60 cmh2o.